Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The patient performed hand washing with well water which led to the peritonitis event. The patient was not hospitalized for the event of peritonitis. On the same day as the onset, the patient was treated with cefazolin (intraperitoneally (ip), 2 gram, once per day) and amikacin (ip, 100 milligram, once per day) for treatment of peritonitis. At the time of this report, the patient was recovering from the peritonitis, pd therapy and antibiotic therapy were ongoing. No additional information is available.

Manufacturer narrative:
Five days after peritonitis onset, the treatment with cefazolin was discontinued and one day later the treatment was changed to intraperitoneal ceftazidime (1 gram, once per day, 20 day duration). Twenty six days later, the treatment with amikacin was completed, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, pd therapy was reported to be ongoing. Should additional relevant information become available, a supplemental report will be submitted.